Manufacturer narrative:
Result: faulty foot right load cell caused scale malfunction.

Event description:
It was reported by service report that the scale was displaying an error message. No pt involvement or adverse consequences were reported.